Event description:
It was reported that the device beeps continuously. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. There was no evidence of the reported allegation found in the event log. Battery depleted, power down and high pressure alarm messages after pump starting were found in the pump's event history logs. A visual inspection and functional test were performed. The reported failure could not be replicated. A root cause of the event could not be established. The downstream sensor, upstream sensor, and microprocessor unit board will be replaced as a preventive measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.